Manufacturer narrative:
Device evaluated by manufacturer: the catheter device was visually and tactilely examined along the entire length and the only damage seen was on the distal end. It was determined that the tip and distal end of the stent were damaged and bunched up with the struts extending back at 45 degrees. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The target lesion was located in the native right coronary artery (rca). A 6fr non-bsc catheter was advanced down the vessel and then a taxus liberte' atom 2.25x28mm stent was advanced. The stent, however, "bunched up or accordioned" inside the guide catheter and had to be removed from the patient. It is believed that a stent strut may have been lifted. The procedure was completed with a different device. No patient complications were reported and the patient status is reported as "fine".

Manufacturer narrative:
(B)(4)

Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The target lesion was located in the native right coronary artery (rca). A 6fr non-bsc catheter was advanced down the vessel and then a taxus liberte' atom 2.25x28mm stent was advanced. The stent, however, "bunched up or accordioned" inside the guide catheter and had to be removed from the patient. It is believed that a stent strut may have been lifted. The procedure was completed with a different device. No patient complications were reported and the patient status is reported as "fine".